Event description:
It was reported that stimulation turned off for about 36 hours in april, and there was no accident, fall, or electromagnetic interference that the patient could note. It was noted that the patient tried communicating with two different patient programmers and changed the batteries in the patient programmers. Both programmers showed all green lights indicating that stimulation was on, but the patient didn¿t feel stimulation. It was reported that the patient heard triple beeps when trying to increase stimulation. It was noted that 36 hours later stimulation was functioning and had ever since. It was reported that the device showed that the last interrogation was in (B)(6) 2012 but the patient didn¿t recall seeing anyone about his device then. It was reported that impedances were in the 300-600 range and stimulation coverage was good. It was later reported that during a programming session the device turned off and would not turn back on with the programmer. After 36 hours, the device turned back on with no problems since. It was noted that the patient was currently receiving therapy, and there was no clear reason for the shut off. Troubleshooting included impedance testing. It was noted that there were no patient symptoms and there was no injury to the patient.

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3998, lot# j0427775v, implanted: (B)(6) 2004, product type: lead. (B)(4).